Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for poor sleeve recovery with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to poor sleeve recovery as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that while performing a blood test blood leaked from adapter with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, translated from french to english: the incident occurred while performing a blood test. Indeed when I inserted my tube into the tulip to reach the black adapter the blood began to flow through that same black tip which led to a flow of blood all over the tulip, on the tube and on my hands. Risk of accident from exposure to blood closed circuit not respected: risk of infection and gaseous embolisms stop blood collection: the patient had to be transplanted to finish the blood collection the medical device was not retained for examination.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while performing a blood test blood leaked from adapter with a bd vacutainer® safety-lok¿ blood collection set. The following information was provided by the initial reporter, translated from french to english: the incident occurred while performing a blood test. Indeed when I inserted my tube into the tulip to reach the black adapter the blood began to flow through that same black tip which led to a flow of blood all over the tulip, on the tube and on my hands. Risk of accident from exposure to blood closed circuit not respected: risk of infection and gaseous embolisms stop blood collection: the patient had to be transplanted to finish the blood collection the medical device was not retained for examination.